Event description:
Patient reported losing consciousness, due to hypoglycemia. Patient stated that, due to the blood glucose reading (value not provided) obtained while using the suspect device, the previous evening, they skipped their night snack. Patient's family member phoned emergency medical services, and upon their arrival, patient was treated with intravenous fluids (contents not provided) and food. Patient's blood glucose measured 201 mg/dl, using paramedics blood glucose monitor, after treatment. Controls had not been run on the system. A request was made for the return of the suspect product and replacement product was shipped.